Event description:
Complainant alleged that while attempting to treat a pt. The device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was unable to be duplicated.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.